Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 28 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer is not using an infusion set designed for ther insulin pump, but the customer stated that she has not had any problems with it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.